Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had two leads implanted with the same lot number. It was reported the pt experienced a change in stimulation after suffering a fall. She went to the ER where xrays were taken and showed the leads have migrated. The sjm rep met with the pt and reprogramming was unable to resolve the issue. Surgical intervention is pending.